Event description:
Same event as mfg's report #:6000093-2007-00800. It was reported that during an unk procedure, the shaft of a liberte monorail coronary stent delivery system broke, and a second stent was found damaged. The 5% stenotic lesion being treated was located in the circumflex (cx). The lesion was predilated with and unk 20mm balloon, inflations and atms were unk. While advancing the liberte monorail coronary stent delivery system, the shaft "broke very cleanly inside the guide catheter". There was no difficulty noted while advancing the delivery system to the lesion. While comparing the broken device with second unused device on the preparation table, he noticed that one of the struts on the second liberte monorail coronary stent was flaring upwards. This device was never in contact with the pt. The procedure was completed with another of the same devices, and no pt complications were reported. Pt status was reported as "excellent".

Manufacturer narrative:
The device has not been received for analysis. If any additional relevant info is received, a supplemental MDR will be submitted.